Event description:
It was reported there was a resonance sound coming from the inside of the unit when the circuit is blocked which is higher/larger than expected. There was no patient involvement. The reported phenomenon was duplicated through operation checking. The inside was inspected, and it revealed that the vibration-proof ring, which was attached to the rubber boot connecting the blower and airflow port, resonated with blower vibration and it caused the reported phenomenon. The position of the vibration-proof ring was adjusted, and it resolved the phenomenon.